Event description:
It was reported that the patient experienced an infection after the unspecified bd introsyte¿ introducer was used on them and required medical intervention. No further information was provided. This is 11 of 12 reports for infection/medical intervention. The following information was provided by the initial reporter: "infection (within 24-48 hours after insertion of the introducer) - 6". "It was reported that... Infection (within 24-48 hours after insertion of the introducer) resulted in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers." "Infection (within 24-48 hours after insertion of the introducer) ¿ 2". "It was reported that... Infection (within 24-48 hours after insertion of the introducer) resulting in patient or clinician injury that required medical or surgical intervention when using the bd introsyte¿ introducers to facilitate the placement of indwelling central venous catheters". "Infection (within 24-48 hours after insertion of the introducer) -4". "It was reported that... Infection (within 24-48 hours after insertion of the introducer) resulted in patient or clinician injury that required medical or surgical intervention that... Patients have encountered when using the bd introsyte¿ introducers to facilitate the placement of midline".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. Device manufacture date: unknown. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.